Event description:
It was reported that bard lubrisil foley catheter was placed on a male patient who had a transurethral resection of the prostate with laser. The doctor inflated the balloon and a stream of water squirted out from a previous unrecognizable tiny hole in the catheter approximately 3 centimeters from where the balloon channel exits the catheter. It was also stated that the same situation occurred in the previous week and the hole was in the exact same spot on that catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "damage core pin or insert / hit insert against the mold or the table". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". Additionally, it also states "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities". It also states "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that bard lubrisil foley catheter was placed on a male patient who had a transurethral resection of the prostate with laser. The doctor inflated the balloon and a stream of water squirted out from a previous unrecognizable tiny hole in the catheter approximately 3 centimeters from where the balloon channel exits the catheter. It was also stated that the same situation occurred in the previous week and the hole was in the exact same spot on that catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that bard lubrisil foley catheter was placed on a male patient who had a transurethral resection of the prostate with laser. The doctor inflated the balloon and a stream of water squirted out from a previous unrecognizable tiny hole in the catheter approximately 3 centimeters from where the balloon channel exits the catheter. It was also stated that the same situation occurred in the previous week and the hole was in the exact same spot on that catheter.